Manufacturer narrative:
This device is intended for treatment, not diagnosis. This report is for the 1 unknown cortical screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development evaluation: the returned plate was observed to have a slight bend consistent with custom fitting prior to implantation. Witness marks were observed that were consistent with tool marks on the top and bottom of the plate. The cause of the tool marks is unknown but appears consistent with those caused by the surgeon during implantation. The measureable dimensions were found to be in agreement with the specifications. Two of the 4 returned screws were observed to have broken heads, 1 screw was observed to be broken at the distal end of the shank. No witness marks were observed in any of the returned screw head recesses. One threaded portion of one returned screw was observed to have witness marks indicating damage from a type of gripping tool such as a pair of pliers of vice grip. Due to the unknown part numbers for the remaining parts and in light of the damage to each of the returned screws, no could technical measurements could be confirmed against dimensional specifications. (B)(4).

Event description:
It was reported that the patient underwent hardware removal of a metatarsophalangeal joint fusion plate with 4 locking screws, 1 cortical screw, and a 4 hole cannulated cancellous screw. The locking screws and 4 hole cannulated screw were broken. This is report 3 of 4 for file (B)(4). This report is for the unknown 1 cortical screw.